Event description:
Additional information indicated that reprogramming was performed but the patient still had been feeling "static electricity on fingers sometimes." According to the healthcare professional (hcp), "no impedance deviation was found." It was also reported that the patient took nerve blockade therapy in parallel to the stimulation therapy. No additional surgery was planned so far, the hcp had no idea what caused the patient to have the static electricity feeling. No explanting of the device was planned. It was stated that some researches said nerve blockade caused unexpected numbness.

Manufacturer narrative:
Product ID neu_unknown_lead, lot # unknown, product type lead. Product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
It was reported that the patient had been feeling static electricity on their fingers. A second lead was implanted due to a reduction of effectiveness of spinal cord stimulation (scs) therapy. The patient felt static electricity on fingers more than before implanting second lead. The doctor did not think there was any problem with the scs therapy or that the implanted devices were related to the static electricity. Additional information has been requested, but was not available as of the date of this report.